Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for check supply line was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) alarm situation check supply line alarm, this situation occurred during last fill with a fill volume (fv)=801ml. The heater bag was empty and the home patient (hp) re-spiked the heater bag with a new solution bag. The technical services representative (tsr) explained about not re-spiking the solution bag. The tsr assisted to end therapy. No patient injury or medical intervention was reported.